Manufacturer narrative:
This report is submitted on june 8, 2021.

Event description:
Per the clinic, the patient developed an infection (cellulitis) above the abutment site. The patient was hospitalized and treated with one IV antibiotic for 3 days (date not reported) and two topical antibiotics (date and duration not reported). However, the issue did not resolve. The patient underwent a wound debridement and an abutment removal under general anesthetics on (B)(6) 2021.